Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70 mmh2o. The valve was hydrated. The valve was visually inspected: biological debris was noted inside the valve. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve failed the test an occlusion was noted at the ruby ball. The valve could not be leak tested due to the occlusion. The catheters were irrigated a slight occlusion was noted, some biological debris was flushed out of the catheter. The valve could not be reflux tested due to the occlusion. The siphon guard could not be tested due to the occlusion. The valve was dried. The valve could not be pressure tested due to the occlusion. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found covering all of the valve mechanism. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3832 with lot cvhbdw, conformed to the specifications when released to stock in 16th august 2016. The sterilization certificate conformed to the specification when released on the 4th august 2016. Review of the history device records confirmed the bactiseal catheter product code 82-3072 with lot 135060, conformed to the specifications when released to stock in 12th april 2017. The sterilization certificate conformed to the specification when released on the 24th april 2017. The root cause of the problem found during investigation is due to the biological debris covering all of the valves mechanism and also found inside the catheters. No root cause was found for the infection as both sterilization certificates were conform. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, five days after a chpv and bactiseal catheter were implanted, the patient developed an infection. Both valve and catheter were revised.